Event description:
Healthcare professional reported after injection with 2 syringes of juvederm ultra plus xc in the left nasolabial fold, a line on the right side under the lower cheek, and a little bit in the lips, the pt presented approx four months later with a nodule in nasolabial fold that became inflamed and red. The pt was assessed by their primary care physician who prescribed augmentin and several other antibiotics due to concern of possible cellulitis. Pt followed up with a dermatologist after the nodule "grew to golf ball size", a biopsy was performed, the results of which indicated an "inflammatory response to filler". Symptoms are ongoing at this time.

Manufacturer narrative:
Medwatch sent to the FDA on 05/14/2013. Device labeling: adverse event: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.